Manufacturer narrative:
This report is submitted on july 26, 2019.

Event description:
Per the surgeon, the device was explanted on (B)(6) 2019 as the patient was experiencing pain. It is unknown if the patient has been re-implanted with another device.